Event description:
As reported, during r&d testing at cordis santa clara, the engineer observed that button 2 of the 6-12f mynx control venous device (vcd) was unable to be fully depressed. When the device was inspected further, it appeared that the distal end of the balloon was bunching and creating a larger crossing profile, preventing the balloon from being fully retracted into the advancer tube. The device was not used in a patient and there is no report of injury. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator did display a ¿clock symbol¿ after button # 1 depression. The balloon was not prepped with (50/50 contrast/100% saline /100% contrast). The device was prepped with water. No damage was noted the button, simply that the proximal edge of the balloon appeared to be bunched up after button 2 was depressed and prevented the entire balloon from being retracted into the device. The mynx venous vcd was prepped according to the instructions for use (IFU) with no leaks observed during preparation. It is unknown which sheath was used to test the device. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.